Event description:
It was reported that during central processing, the monopolar curved scissors had orange coating chipped through the gray coating. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.032¿ x 0.054¿. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to the mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the device logs for the monopolar curved scissors (470179-19/k11210927 0464) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6) 2022 during an umbilical hernia ipom performed via system (B)(4). Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. The monopolar curved scissors (mcs) has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.032¿ x 0.054¿. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.